Event description:
According to the reporter: it stopped the first firing in the middle as the firing knob could be moved no more. Removed it with no problem and opened another to complete the case. No patient harm. Operating time extended: less than 30 min. Add'l tissue resection: yes. Nothing fell into the cavity. No bleeding. No patient info is available. The customer did not report if reinforcement material was used.

Manufacturer narrative:
(B)(4).